Event description:
It was reported that after a melolin non sterile 10x20 cm ctn 75 box was opened, three (3) dressings were found to have black spots or foreign substances. No case involved, therefore no patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found a black spots or foreign substance present on the dressing, establishing a relationship between the device and the reported event. The root cause was identified as a manufacturing process issue. No lot/serial number has been provided, therefore a review is not possible. The complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.